Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient and high lactate dehydrogenase (ldh) at 2200 and elevated plasma free hemoglobin and also had a couple of incidences of amber-colored urine. No factors indicate any other issues that could cause the hemolysis. The patient was started on a heparin drip, and the customer has seen a down-trending of their ldh and the patient is asymptomatic. Add'l info rec'd from the clinical specialist states that the patient was discharged on (B)(6) 2013 and their ldh is down trending in the 400's. The patient will be scheduled to be seen in the clinic to redraw labs.